Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 41 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as the insulin in their reservoir was wiped out in a day. Troubleshooting was not completed. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.